Event description:
In 2008, left intermediate siderail will not latch [fluids].

Manufacturer narrative:
This call record has been reviewed and determined to be reportable based on the allegation "siderail will not latch". There has been no allegation made of any injury or risk to a specific patient. A hill-rom technician did resolve the siderail latching problem by cleaning and lubricating the latch mechanism.